Event description:
It was reported that the patient was transported to the post-anesthesia care unit (pacu) on their emergency backup battery (ebb). Log files captured a momentary driveline fault alarm on (B)(6) 2022 that may have been due to a controller issue. Additional information was received on 19apr2022 that the patient's controller was exchanged on (B)(6) 2022 and the driveline faults alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed via analysis of the submitted log file; however, the alarm was not reproduced during testing of the returned heartmate ii system controller (serial number: (B)(6)). The submitted log file contained approximately 8 days of data (16mar2022 ¿ 24mar2022 per the timestamp). A driveline fault alarm activated on 24mar2021 at 8:10:25 due to phase 1 being measured higher than phases 2 and 3; the alarm resolved on its own shortly after activating. It should be noted that there were changes in power in the events before and after the driveline fault became active, which could have resulted in the alarm activating. The log file downloaded from the returned controller contained approximately 8 days of data (04apr2022 ¿ 12apr2022 per the timestamp). The driveline was disconnected on 12apr2022 at 10:17:20 to exchange the system controller. There were no other notable alarms throughout the log files. The pump maintained a speed above the low speed limit while the driveline was connected; the driveline fault alarm did not affect the controller¿s ability to support the pump at the set speed. The system controller functioned as intended during testing. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The driveline phases were measured and no issues were found. Evaluation of the controller did not indicate any issues that could have contributed to driveline faults. The root cause of the reported event could not be conclusively determined through this analysis; however, the fluctuations in power observed in the log file may have contributed to the reported alarm. The heartmate ii system controller was shipped to the customer on 06 june 2017. The product life of a system controller is a minimum of 3 years from the date of first use. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the system controller. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 06jun2017. No further information was provided. The manufacturer is closing the file on this event.